Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this rv lead exhibited low out of range impedance measurements. The device was explanted and the lead was capped. No additional adverse patient events were reported.